Event description:
Device 1 of 5. Reference MFR report: 1627487-2014-06245. Reference MFR report: 1627487-2014-06246. Reference MFR report: 1627487-2014-06247. Reference MFR report: 1627487-2014-06248. It was reported the pt is experiencing pain and discomfort at the ipg and lead sites. The pt also alleges her scs system has never worked and she did not receive effective stimulation. The pt reported surgical intervention is pending to remove her entire scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.